Manufacturer narrative:
The device logs were provided to technical support for evaluation. The device log files indicated a defective inspiration valve. A field service engineer (fse) was dispatched to the customer site to replace the inspiration valve. Following replacement, a base unit test and all required calibrations were performed and completed with all measured values within specification. The device was confirmed to be operating as expected following repair.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device showed alarm 300-device was in failsafe. The device also displayed technical failures related to circuit board. There was no patient involvement related to the reported malfunction.